Manufacturer narrative:
(B)(4). Date sent: 04/07/2023. D4: batch # 171c76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of the aging device testing protocol bailout actuation was attempted on this device and it was found to be inoperable. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the cross over gear was noted to have been installed upside down. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 171c76, and no non-conformances were identified.

Event description:
It was reported that the device was being used for real time aging testing in rdl at ethicon cincinnati. The device was being tested for bailout functionality by firing the device on a test skin, removing the battery, and bailing the device out until the knife returns and confirming the device can open. This device, the bailout lever could not be completely actuated, and no ratcheting or knife return movement was noted. Engineers removed the shrouds to investigate further and found that the cross over gear was installed upside down, preventing the gear from fully being pressed down.

Manufacturer narrative:
(B)(4). Lot/batch: 171c76. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.